Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching approximately 300 mg/dl and remaining high for about three hours. The patient replaced their infusion site and administered a manual injection of insulin before reconnecting to the pump. After reconnecting, the patient¿s blood glucose levels returned to the normal range and remained stable. The patient did not retain the removed infusion set for inspection and was unable to provide the lot number of the inset. The patient confirmed that blood glucose levels were affected, no ketone testing was performed, no recent steroid injections were received, and no professional medical intervention or additional assistance was required. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.